Event description:
It was reported that an ilet pump exhibited insulin leakage from the plunger/carriage area after a cartridge change, with blood glucose elevated to approximately 350 mg/dl and the issue occurring multiple times per week; the user had been attaching the connector to the cartridge before inserting the cartridge into the pump and had been reusing and refilling cartridges, and education was provided to insert a new cartridge into the pump first and then attach the connector, and to avoid refilling cartridges. No adverse clinical symptoms associated with hyperglycemia reported. Outcomes included a delay to treatment or therapy without hospitalization. Investigation of this case revealed leakage related to a seal issue consistent with a leak/splash associated with the reservoir component. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.